Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device with the advancer unit and burr catheter received together. The burr was detached and received on the rotawire. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. There are numerous sheath kinks. The coil is stretched and is broken 135.4cm from the strain relief. Microscopic examination of the detached burr revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that burr detachment occurred. The target lesion was located in the main left anterior descending artery. A 1.50mm rotalink plus was selected for use. During the procedure, the physician have unusual feeling when they started to platform the device inside the left main lad. Then, it was noted that the burr was completely detached from the wire to the catheter. The use of burr and balloon were stopped instead stenting was being use. The procedure was completed with a non bsc device. No patient complications were reported.

Event description:
It was reported that burr detachment occurred. The target lesion was located in the main left anterior descending artery. A 1.50mm rotalink plus was selected for use. During procedure, it was noted that there was something wrong when they were able to platform inside the target lesion. Consequently, it was further noted that the burr completely detached from the wire to the catheter. The procedure was aborted and the target lesion was ballooned and stenting was done. No patient complications were reported.